Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was in the 40 mg/dl and other relevant blood glucose level were in 90 mg/dl. Customer also experienced high blood glucose level. Customer was treated with coke and glucose for low blood glucose and with insulin pen for high blood glucose. Customer declined for troubleshooting of low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.